Event description:
Consumer complaint of high blood glucose results. Expected non-fasting blood glucose test result range is 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from this trueresult meter ((B)(4)) to another trueresult meter ((B)(4)). Back to back blood test performed non-fasting during call on (B)(6) 2015 produced test results of hi using other trueresult meter ((B)(4)). Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 10/15/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 162mg/dl (B)(6) 2015 09:54pm; 206mg/dl (B)(6) 2015 06:38pm; 231mg/dl (B)(6) 2015 08:51pm; 265mg/dl (B)(6) 2015 12:04pm; 303mg/dl (B)(6) 2015 10:17pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).